Event description:
It was reported, "over time the stem subsided and the patient lost leg length. The liner was then exchanged for a lateralized liner. The head was also removed and replaced to a 32 m + 12 head to increase length. Stem and cup remained in."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.